Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen at their dentist and provided a letter of recommendation. In the letter the dentist states that the patient complains of an uneven bite and inability to chew correctly. Patient also is hitting on their anterior teeth than posterior teeth. Dentist found a posterior crossbite and tooth size discrepancy. This requires active monitoring, interproximal reduction, elastics wear and enameloplasty to idealize patient's bite. This patient needs to be managed by an orthodontist and not a remote aligner system such as byte. Patient's treatment needs to be ceased and turned over to the patient's dentist for care. This is best to achieve the best functional bite and eliminate any possibility of traumatic occlusion created by byte treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.